Event description:
The info received from the affiliate states that this male pt (age unk) was presented to the interventional lab for re-vascularization of a dialysis shunt located in the left arm. The vessel was described as moderately calcified, not tortuous and contained a 95% stenosis. There is no info as to what size sheath was used or if the physician had any difficulty accessing the lesion with a guidewire. When the physician went to dilate the lesion, the balloon ruptured during its second inflation at an unk pressure. It is noted that the product was properly inspected before use and looked in perfect condition. The physician used another balloon of the same size to successfully complete the procedure. There was no adverse consequence to the pt.